Manufacturer narrative:
E1: reporter phone number and email were not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding the recommended anticoagulation regimen, including inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that blood sampling confirmed a decrease in hemoglobin (hb) level. On echocardiography there was intrapericardial hematoma and there was suspicion of hemothorax in the chest from x-rays. Reopening chest surgery was performed. Under general anesthesia, the sternum wire was cut and reopened. Hematomas were found in the pericardium and left chest cavity. It was noted the bleeding point was unknown. There was oozing from the surface of the cardiac adhesion detachment and techosil tissue sealing sheet was attached and the bleeding was stopped; it was noted that the bleeding was able to be stopped quickly after reopening the chest. The patient's general condition was stable, and the postoperative course was generally good, and they were under outpatient treatment.

Event description:
It was reported that the patient had major pleural cavity bleeding on (B)(6) 2024. The bleeding was noted to be associated with implantation. The bleeding required reoperative blood transfusion and anticoagulant treatment. They received heparin and a blood transfusion on (B)(6) 2024 that was not less than 8 units but less than 16 units.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.